Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the filters, which had " particles of white foam peeling off" and "saw particles pealing off from inside white foam or dusty parts, upon waking up I felt like it had too much dust in it." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the filters in the device, an "enlarged ball" in the throat requiring surgery, acid reflux and stomach bleed, with underlying medical conditions of seizure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Pms decision changed, in this report it is captured box b adverse event or product problem has been changed in box h type of reported complaint changed to serious injury and codings has been updated.